Event description:
It was reported that patient underwent a total knee revision surgery due to aseptic loosening of left total knee arthroplasty. Patient developed increasing pain, and became intolerable. Loosening of device (tibial baseplate) shown on bone scan. The femur was well fixed , but because of a desire to lower the joint line and improve the situation, the femoral component was removed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).